Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Rep reported that patient's left knee was revised to lengthen the patient's limb (patient is still growing). This event is for revision 2 which took place on (B)(6) 2018.

Event description:
Rep reported that patient's left knee was revised to lengthen the patient's limb (patient is still growing). This event is for revision 2 which took place on (B)(6) 2018.

Manufacturer narrative:
An event regarding revision of a100 mm gmrs extension piece due to a leg length discrepancy was reported. The event could not be confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: a longer extension piece was implanted than the current 100-mm although no surgical or clinical details were provided other than this indication for revision surgery. The available x-rays are all prior to this revision. Device history review: could not be completed as lot details were not provided. Complaint history review: could not be completed as lot details were not provided. Conclusions: the event itself could not be confirmed "no surgical or clinical details were provided other than this indication for revision surgery. The available x-rays are all prior to this revision". The clinician indicates "a leg length difference had developed due to implantation of a gmrs construct after segmental resection for malignant bone tumour in a growing skeleton. The extension piece was exchanged for a longer one although it remains unknown how much exactly.". While it is highly likely that this is the case, without bilateral x-rays, medical records, operative reports and follow-up notes this cannot be confirmed as the root cause for the reported revision surgery. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.